Event description:
It was reported that the cables that were to be used with the external pulse generator had a negative lead connector wheel broken off. The user indicated that the cables should last longer. The method used to sterilize the cables will be evaluated in order to determine if it could be a factor in the issue. The cables were returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis confirmed the customer comment of cable damage, its negative lead connector wheel was broken off. It was noted that its continuity tested ok and no intermittent connections were found. This event was assessed and is being processed as part of a retrospective review of events, which was in response to MDR criteria re visions and ongoing process improvements. (B)(4).